Event description:
It was reported that (1) device was used during a laparoscopic gyn procedure. It was reported by the affiliate that the 512sd instrument was used. A bleeding point was identified on small bowel mesentary with hematoma behind it, in the left hand side. It was not known if this was identified immediately after inserting the 12mm dilating tip trocar into the umbilicus. The surgeon believes it to be as a result of the blade not retracting. Another instrument was used to complete the case. The pt was taken to a ward postoperatively to be observed, but no adverse effects during this recovery period.